Manufacturer narrative:
Follow-up# 1 on (B)(6) 2017, the reporter contacted animas again and stated that there was no malfunction of the pump and a replacement pump is not required.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 600 mg/dl with no reported signs or symptoms of hyperglycemia associated. No details were provided regarding how the alleged bg excursion was treated. A sales representative reportedly watched the user prepare the cartridge and prime the tubing, and noted that proper procedure was not followed to prevent air bubbles and to prime the tubing. A review of the prime history indicated that prime and fill cannula steps were not being performed properly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.